Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(6).

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2020 at 7: 00 pm due to a blood glucose level of 390 mg/dl. Customer also stated that she was experiencing nausea, difficulty breathing, chest pains and vomiting. The customer treated her high blood glucose with manual injections but did not received hospital treatment since her blood glucose was already stable by the time she got to the emergency room. Customer also mentioned that she was only tested for the virus and showed negative. Troubleshooting was provided but was declined. The insulin pump will not be returned for analysis.